Event description:
It was reported per field service report: symptom - purge failure on pt. Findings/action taken: biomed and senior engineer from the hospital were unable to duplicate alarm. Simulated multiple purge failures to confirm proper function of pneumatic control system and unit. Note: unit with 6 year battery, but passed battery test. Performed functional checklist, intra-aortic balloon pump (iabp) passed. Add'l info received on (B)(6) 2011 from the senior engineer stated the pump was switched out to another pump with success. The pt outcome was okay with no complications noted. The pump is back in service.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.